Event description:
The pt underwent successful carotid percutaneous intervention in 2004. The pt was enrolled and discharged the next day without complications. It was reported that in 2004. The pt experienced a non q-wave mi and "watershed". The next day coronary intervention was performed with various stents.

Event description:
Correction of previously reported information and additional information; the patient underwent successful percutaneous carotid stenting intervention in 11/2004. Later that same day, the patient had a non-q-wave mi, significant hypotension, and a brief "watershed" transient neurological event. Neurologic symptoms resolved as soon as the patients blood pressure was under control. The mi was treated by reconstruction of the right coronary artery with drug-eluting and bare metal stents. The patient recovered without further complications and was discharged three days later. The coronary condition was pre-existing and the experience was not device related.